Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported endoleaks occurred after the implantation of a zenith flex aaa endovascular graft bifurcated main body and a zenith flex with spiral-z technology aaa endovascular graft iliac leg. A 73-year-old male patient had three grafts implanted on (B)(6) 2013. During a routine follow-up computed tomography scan, the physician discovered a type 1a endoleak at the main body graft and a type 1b endoleak at the left iliac graft. The physician is planning to perform a fenestrated graft repair. No other adverse effects were reported for this incident. This report covers the type 1a endoleak at the main body graft. The type 1b endoleak at the left iliac graft is covered under another report with patient identifier: (B)(6). Additional information regarding event details has been requested but is currently unavailable.

Event description:
Per additional information received on 19jan2023, a plan to repair the type 1a endoleak with a fenestrated graft has been signed off and is in production. A standard zisl limb extension will be used to repair both type 1b endoleaks (reported under MDR #1820334-2023-00002).

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 12feb2023, it was confirmed by the area representative that only one type 1b endoleak on the left iliac leg (manufacturer reference #: 1820334-2023-00002) occurred for this case. The type 1b endoleak on the right iliac leg (reported in manufacturer reference #: 1820334-2023-00123) did not occur.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation / evaluation: a physician at (B)(6) hospital informed cook on 19dec2022 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (tffb-28-96-zt) lot: 3288483. The male patient (dob on (B)(6) 1949) had an initial endovascular aneurysm repair (evar) procedure completed on (B)(6) 2013. The following device were implanted: tffb-28-96-zt lot: 3288483, zsle-16-74-zt lot: 3626614 (right side), and a zsle-20-90-zt lot: 2868888 (left side). A routine follow-up computed tomography (CT) was completed and discovered a type 1a endoleak of the tffb-28-96-zt and a type 1b endoleak of the zsle-20-90-zt on the right side. A plan to repair the type 1a endoleak with a fenestrated graft has been signed off and is in production and a standard zisl limb extension will be used to repair the type 1b endoleak. This complaint will focus on the type 1a endoleak of the tffb-28-96-zt under MDR#: 1820334-2023-00001. An additional complaint was opened under MDR#: 1820334-2023-00002 to capture the type 1b endoleak of the zsle-20-90-zt. Both complaints have the same patient identifier: (B)(6). Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the complaint device were conducted during the investigation. The complaint device was not returned as it remains within the patient; therefore, no physical examinations could be performed. Attempts were made to obtain imaging; however, none were provided. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot: 3288483 and the associated lots revealed no related non-conformances or additional complaints. Evidence provided by the complaint facility, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 3 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. The zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. Lengths: after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion 6.5 endoleak management: during the clinical study type I endoleaks were treated during the initial procedure by use of additional balloon seating or if unsuccessful, additional prostheses. 7 patient selection and treatment. 7.1 individualization of treatment. The risks and benefits previously described in section 6, summary of clinical studies should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: patient's anatomical suitability for endovascular repair. Non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death. 10.5 device sizing guidelines. The choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. 11 directions for use: anatomical requirements: proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. Pre-implant determinants: verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification. Final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires, and catheters. Based on the information provided, no imaging provided, and the results of the investigation, cook was unable to establish a definitive cause for this event. However, the product IFU list endoleak as a known inherent risk of using the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 19jan2023 reported that standard zisl limb extensions will be used to treat "both" type 1b endoleaks. The other type 1b endoleak on the right iliac leg (rpn: zsle-16-74-zt, lot number: 3626614) is captured in the report with manufacturer report #: 1820334-2023-00123.